Manufacturer narrative:
Submitted: 11/24/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 11/06/2015 with the following findings: device evaluation: on investigation, the keypad cover was intact without damage. On investigation, the battery compartment was found to be cracked from the top of the compartment to the bumper pad and from the bottom of the pump to the bumper pad. The threads on the returned battery cap were stripped and the cap not able to secure to the pump. A test cap was used to complete investigation.

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment and battery cap. This report is made based on results of investigation completed on 11/06/2015.